Manufacturer narrative:
Complaint no: (B)(4). The exact occurrence date is unknown. However, the device was reported to have been used in (B)(6) 2014. The device was manufactured november 21, 2013 to november 25, 2013. Evaluation summary: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing identified a leak at the corner of the reservoir. The cause of the leak was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor patient control module (pcm) leaked from the back side of the pcm chamber. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.